Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the cause of the reported difficult to open or close (clip close ¿ inability) could not be determined. A possible cause could be challenging patient anatomy (a coaptation gap, anterior flail, and a huge commissural jet); however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report inability to close the clip. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4 with anterior leaflet flail, restricted posterior leaflet, and gap between anterior and posterior leaflets. First clip was implanted with no reported issue. A second clip was placed lateral to the first clip. After grasping both leaflets, the clip could only close to approximately 25-30 degrees. Mr was reduced to grade 1. As the physician was satisfied with the result, leaflet insertion was adequate and clip passed establishing final arm angle (efaa), it was decided to deploy the clip. The clip was stable on both leaflets. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.